Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first fire over the cystic duct, the clip scissored and effortlessly pulled off the structure. The surgeon cycled another clip with the same device and it fired according to the IFU. The rest of the clips after the first clip were fine. Case completed with initial device. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.